Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the air/water channel and the distal end of the device. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device: [first time: (B)(6) 2018]: auxiliary channel: streptococcus (1cfu/ml). [Second time: (B)(6) 2018]: instrument channel: unspecified microbes (1cfu/ml); auxiliary channel: streptococcus (>10cfu/ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using glutaraldehyde. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".